Event description:
Reporter rec'd the er1 message a while back. Reporter retested successfully. Reporter only occasionally does the control solution test. Co reviewed reasons for getting the er1 message and reviewed technique.